Manufacturer narrative:
This complaint has been recorded under (B)(4). Review of the most recent repair record determined the unit was found to have rpm's that were erratic and on the low end and the calibration was out at the zero reading. The motor, neck, find adjustment cams, plug harness, switch, spring seal, and bearings were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that this unit was to be sent in for yearly pms related to a calibration issue but it was found during investigation that the rpms on the device were operating in an erratic manner. No harm or delay were reported as there was no patient involvement. No other adverse events were reported along with this event.